Manufacturer narrative:
Na

Event description:
It was reported by the patient's caregiver that the ventilator had shut down with no alarms and displayed reset. Caregiver hit the reset button and the ventilator started ventilating properly.